Event description:
The advocate stated that the customer tested his blood glucose using his contour meter and another meter and there was as much as a 70mg/dl difference between the readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. After further troubleshooting the customer was satisfied that system was working properly. No product was replaced or is expected to be returned.